Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lens, bent latch lock, damaged air detector, worn uso, and a peeling dso seal. There was no evidence to review in the event history log. Functional testing was able to verify and duplicate the reported problem, the pump was found to be over delivering to the manufacturing specifications. It was determined that the expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a volume accuracy failure. The product fault occurred during testing, there was no patient involvement.